Event description:
It was originally reported that the patient experienced urinary retention. Lioresal (2000 mcg/ml) was being administered via the pump at a dose of 1599.3 mcg/day. It was later reported that patient experienced increased spasms. The actual residual volume was greater than expected. The pump should have had 8.5ml but 27ml was aspirated from the reservoir. Additional information has been requested.

Manufacturer narrative:
(B)(4).